Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched case and display window, debris around the end cap sticker, loose motor support disk, cracked reservoir window, cracked reservoir tube lip, broken belt clip, cracked battery tube threads, stripped battery cap, and corrosion on battery cap contact. The device also had an error alarm during the prime test, basic occlusion, and occlusion test. However, all operating currents tested within specification range and the displacement test passed. Further testing could not be performed due to the error alarm.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, but the customer was not connected during priming. The customer's blood glucose reading was 73mg/dl, and she has treated with glucose tablets. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.